Manufacturer narrative:
Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -14.0/1.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od). Elevated iop and excessive vault were observed. Lens remains implanted. Reportedly, patient to be observed. Additional information has been requested but none has been forthcoming.